Manufacturer narrative:
No RMA initiated for this event. Quote ((B)(4)) was initiated for replacement parts. Model (B)(4), serial number/date code (B)(4), is approximately 11 years 8 months of age. The consumers medical condition, stability, and medication regimen are unknown. The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer alleges that both the front casters "folded like marshmallows". The dealer alleges that it is unknown how this happened. No reports of injury at this time. No reports of property damage at this time.

Event description:
Customer alleged both front casters folded like marshmallows. (B)(4). No injury alleged.